Event description:
It was reported that the patient was presented to the emergency room for hyperglycemia on (B)(6) 2026. While wearing the pod for an unspecified time frame, the patient noted leaking during wear and slight redness at the infusion site. The patient¿s blood glucose levels were reported to range between 200¿300 mg/dl, accompanied by elevated blood pressure (212/90 mmhg) and an increased hba1c of 8.4%. While hospitalized, she was administered insulin, morphine, oxygen, and additional supportive therapies. The patient further reported undergoing a cardiac catheterization procedure. The date of hospital discharge was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event